Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis could not duplicate the loss of output observed during the procedure. The device passed all tests and the eri was found to be normal battery depletion.

Event description:
It was reported that during a generator change the device was exposed to electrocautery. The device lost all output, resulting in the patient seizing and requiring CPR to be administered. The device was explanted and returned to sjm for analysis.